Manufacturer narrative:
Patient demographics such as age, date of birth, sex, weight, ethnicity and race were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The fse noted kinked peristaltic tubing; fse also rebuilt the precision pump, cleaned the precision valve, replaced the pipettor and wash carousel insert, adjusted ultrasonics voltage, and aligned the pipettor to the wash tower. On completion of repairs, fse performed verifications which all met specifications. In conclusion, the cause of this event is a hardware malfunction. Due to multiple interventions performed, no one component of hardware can be identified as the primary cause of the hardware malfunction. The beckman coulter internal identifier for this case is case (B)(4).

Event description:
On (B)(6) 2019 the customer reported that erroneous low access inhibin a results for quality control samples and patients had been generated on the laboratory's access2 immunoassay analyzer (part number 81600n and serial number (B)(4)). The number of patients and the patients' access inhibin a test results were not provided. The laboratory noted that no erroneous results were released from the laboratory and there was no change to patient care or treatment in connection with the event. Calibration and system check were not provided for review. The customer verbally reported their inhibin a quality control was out of range low but did not provide values. No hardware errors or other assay issues were reported in conjunction with this event. Information regarding specimen collection, storage and handling was not provided. A beckman coulter field service engineer was dispatched to the site to evaluate the instrument performance.